Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: csonka, a. Et al. (2019), the prognostic value of the hip screw position in intertrochanteric fractures, orvosi hetilap, vol. 160(9), pages 338-342 (hungary). The aim of this study is to analyze the clinical significance of the tad-index during the fixation of the lateral femoral neck and pertrochanteric fractures with intramedullary nails. Between 2010 and 2016, a total of 187 patients with an average age of 79.59 years were treated with a synthes pfna nail. The following complications were reported as follows: 33 patients had cut-outs. This report is for an unknown synthes pfna blade. It captures reported event of cut-out. This is report 7 of 10 for complaint (B)(4). This complaint involves total 33 devices for 33 patients. This complaint reports 10 devices (10 patients), additional devices are reported under related complaints (B)(4).